Event description:
It was reported to philips that the pins on the battery pca were stuck in the pushed in position. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to a broken / damaged j1 pin 1.